Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device after an interventional procedure in the left anterior descending coronary artery. Reportedly, after the starclose se clip applier and sheath were connected and as the plunger was being depressed to initiate the sheath split, the proximal end of the sheath became scrunched and disconnected from the hub. The hub remained attached to the clip applier and it appeared as if the cutter was missing. The device was removed and manual arterial compression and a non-abbott compression device were applied to achieve hemostasis. After the patient was transported to the floor, a rather large hematoma developed. The hematoma was expressed and pressure was applied. There was no adverse patient sequela. The technician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device found the sheath was detached from the hub. The plunger was fully depressed with the vessel locator wings still deployed. The sheath was observed to be unslit. A sheath that is not slit during the deployment process can be pushed forward by the tubeset causing it to detach from the hub. The cutter body was folded back and most likely occurred during the insertion of the sheath onto the device. The cutter tip edge had extensive damage and the hub surface at the hemostatic valve had multiple strike marks. Both observations indicate multiple attempts were made to insert the sheath onto the device. The multiple attempts lifted the cutter out of position. Once lifted, the cutter would fold over on itself during the completion of the sheath insertion. The instructions for use states to connect the sheath hub to the clip applier by pushing the bottom of the hub firmly into the clip applier. When connecting the sheath hub to the clip applier, hold the hub up at the same angle as the tissue tract above the skin surface. This action allows a firm connection to be made without pushing against the skin. It appears as this was not performed by the operator due to unknown circumstances that resulted in the multiple attempts at inserting the sheath onto the device. The device had no other anomalies. The manufacturing process of the starclose se device includes inspections of the cutter on the assembled device under magnification for damage and alignment. The cause of this event was to be due to user influence, where multiple attempts to insert the sheath caused the lifting and folding of the cutter that prevented initial sheath splitting. Without the split initiation, the deployment process could not continue and resulted in the reported experience. Review of the device lot history record for this lot did not reveal any non-conforming material records relevant to this event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.